Event description:
It was reported that the patient presented for an implant procedure. It was noted that that lead exhibited failure to capture. It was unknown if intervention was performed and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing, visual inspection, and x-ray inspection was normal with no anomalies found. Correction: d6a - implant date should not have been included as this was initial implant and was not used.

Event description:
New information noted that the lead was not used.